Event description:
It was reported that the patient had an infection related to this insertable cardiac monitor (icm) device, and the icm device was explanted and replaced with a pacemaker system. No additional adverse patient effects were reported.